Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock where it was reported that there is a crack in the tubing causing it to leak when administering cefepime at the smartsite connection. There was patient involvement and no human harm.

Manufacturer narrative:
Received one (1) used b2020 smallbore ext set for inspection. A crack was observed on the female luer. The reported complaint of leakage can be confirmed due to the crack found. The probable cause is due to a material issue with a vendor-supplied part. The device history review (DHR) could not be reviewed due to the unknown lot number.